Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, on the seventh firing, the device stapled but would not open. The device was removed and the surgeon manually ligated and transected the tissue. No pt injury was reported.